Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable thyroid results for 1 patient sample tested on a cobas e 411 immunoassay analyzer compared to a siemens centaur. From the data provided, a reportable malfunction was provided for elecsys ft3 iii and elecsys ft4 ii assay. This medwatch will cover ft3 iii. For information on ft4 ii please refer to the medwatch with patient identifier (B)(6). The discrepant results are highlighted. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The cobas e411 serial number used at the customer's site was (B)(4). The serial number for the cobas e411 used at the investigation site was (B)(4). The ft4ii reagent lot used on the investigation site's cobas e411 was 331797 with an expiration date of may-2019. The ft3 iii reagent lot used on the investigation site's cobas e411 was 314666 with an expiration date of feb-2019. The serial number for the cobas e801 used at the investigation site was (B)(4). The ft4ii reagent lot used on the investigation site's cobas e801 was 331797 with an expiration date of may-2019. The ft3 iii reagent lot used on the investigation site's cobas e801 was 277945 with an expiration date of sep-2019. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. Based on the information provided a general reagent issue can most likely be excluded. The investigation is currently ongoing.

Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor was found. This interfering factor is documented in product labeling for the assay stating that in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.